Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the midas is "burnt out" and the staff tried two ipc's and it did not respond. It was also reported patient was present when issue was discovered. Additional information on the event is being requested from the facility.